Event description:
It was reported that pump displayed alarm 01 and caller confirmed cracks on cartridge, with cts explaining this was likely due to an air leak and possible weakening of plastic from exposure to oils or lotions. There was no adverse impact to the customer's blood glucose level. Caller attempted to load new cartridge but alarm recurred, so cts arranged pump replacement under warranty and caller planned to use multiple daily injections as backup insulin therapy.